Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after pocket closure, this cardiac resynchronization therapy defibrillator (crt-d) and this implantable defibrillation lead oversensed noise with pacing inhibition, and delivered shock therapy while the patient was still on the table. The pocket was reopened, the terminal pin was removed from the header, and reset. No noise or artifact was seen after or at pre-discharge evaluation. This system remains in service. No additional adverse patient effects were reported.